Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced wound dehiscence over the implant site due to an allergic reaction to the material within the device. The patient discussed allergies to specific materials. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. The complaint device remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported allergic reaction is attributed to a known inherent risk of the device.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced wound dehiscence over the implant site due to an allergic reaction to the material within the device. The patient discussed allergies to specific materials. This electrode remains in service. No additional adverse patient effects were reported.